Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red bumps with pus and skin coming off. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red bumps with pus and skin coming off. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful. A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient's physician advised patient to use cerve lotion for the skin irritation. Follow up indicated that the skin irritation improved.